Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support" was displaying on screen. The receiver log and functional test could not be performed due to the error message. The reported event of a hardware error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.